Event description:
It was reported that the customer's insulin pump had an error alarm. Troubleshooting was performed. Ran a displacement and self test and the tests could not pass. Reviewed the alarm history and the error alarm was confirmed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.